Event description:
It was reported that the patient's old lead was not working and the new implant had not been able to produce stimulation. On (B)(6) 2012 it was reported that the patient was getting a "faint" stimulation with his old lead attached to an adaptor. On (B)(6) 2012, it was reported that no diagnostics were performed on the new device. The patient had not had any accidents or fallen and the device was giving him "intermittent" stimulation. It was "faint" and the device shut "on and off." Additional information received on (B)(6) 2012 reported that the patient's lead was "pulled" and removed on (B)(6) 2012, and a new lead was put in. The patient was getting "great" coverage. Please see related manufacturing report #3007566237-2012-02430. The report covers the patient's explant of his old device.

Manufacturer narrative:
Product ID 3586, serial# (B)(4), implanted: (B)(6) 1991, explanted: (B)(6) 2012, product type lead. (B)(4).